Event description:
International affiliate reports the microsensor was zerped correctly and then implanted. The initial icp was reading 35. Thirty minutes later, the reading was 457 but the pt did not have an icp that high. The sensor was explanted and replaced.